Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal drive geometry of the driver shaft, t6, ao had twisted. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Event description:
On 08/05/2024 additional information was provided by the sales representative via email who stated that the event took place on (B)(6) 2024. One head of one of the t6 drivers was completely removed from the screw head. The other t6 driver head seemed to have a left a small piece behind, lodged and fused with the screw head to the point the surgeon was unable to retrieve all of it. He decided best to leave it in place. There was one photo taken and is attached. The procedure was completed with an additional non-retaining t6 driver to implant the final two screws. No harm to the patient was recorded

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
08/01/2024, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft and an ar-18800-04 driver shafts tips snapped in the locking screws. This occurred during a case with no harm to the patient.